Manufacturer narrative:
The suspect device was not returned to olympus and an evaluation could not be performed. The user facility reported that the issue was resolved by a "system reset" of the cv-190 and the unit was functioning properly.

Event description:
A user facility reported to olympus an e212 buffer error when using the cv-190, evis exera iii video system center. The reported problem occurred during the beginning of a diagnostic procedure. The intended procedure was completed using the same device. There was no patient injury or harm, associated with the problem, reported to olympus.